Event description:
Explant returned to hq for investigation with mention of pain, tinnitus and non-user since 2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which very likely caused the reported issues. Other mechanical damages found during investigation are attributable to the explantation surgery. This is a initial and final report.